Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was not holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.